Manufacturer narrative:
As reported by our affiliate, there was a balloon leakage/rupture involving this product. The pt is a (B)(6) male. The target lesion is the left pulmonary artery with no calcification, moderate tortuosity and 70% stenosis. The balloon ruptured at 7 atm during dilation at this site. It was speculated that there might have been a problem at the sheath insertion. There was no reported pt injury. This product is not available for eval and testing as it will not be returned. Add'l info will be submitted within 30 day upon receipt.

Event description:
Balloon/leakage, rupture/rupture.